Event description:
It was reported that surgeon will do another I&d in (B)(6) 2012 for infection in patient's knee again.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.